Event description:
Information provided states that the lengthener was implanted in (B)(6) 2012 and stopped distracting. An external fixator was applied over the lengthener and the proximal locking screws were removed. The lenghtener remains implanted.